Event description:
During the procedure the manometer of this device was defective. Reportedly, the manometer registered a 2 bar pressure instead of zero pressure. The device was removed and replaced. There is no report of pt injury. The device being returned for co's analysis.